Manufacturer narrative:
Based on the problem description provided and further customer follow up information, a likely cause is a leak at the drip chamber. Possible causes include pulling on the tubing, excessive twisting of the tubing, excessive force on the tubing, or insufficient bond of tubing to the drip chamber. Tubing bond failure can also be caused by over pressurization of set above 300 mmhg. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A user facility reported a 3m¿ ranger¿ blood/fluid warming high flow set leaked at the connection between the drip chamber and tubing during priming prior to patient use. No injuries or medical interventions were required due to the alleged malfunction.